Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. Upon further follow-up, patient's mother reported that the sensor patch adhesive had partially detached and on removal of the sensor, there was no wire. Additionally it was indicated that the patient had experienced inflammation and the formation of a small red bump at the insertion site. No injury or medical intervention was reported. No additional event or patient information is available. Product was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.